Event description:
The patient was reportedly experiencing intermittent lock. The patient's device was explanted on (B)(6) 2012. The patient was reimplanted with another advanced bionics cochlear device.